Event description:
Per the home patient's nurse, the patient uses 2 drain line extensions each day. The middle line is moved to the end and a new sterile line is attached to the new cassette. No patient injury or medical intervention was associated with this incident. The home patient nurse was advised that baxter does not recommend that the extension lines be used for more than one therapy session.

Manufacturer narrative:
The home patient's nurse has been advised against the reuse of the product.